Manufacturer narrative:
Other, other text: b3 and b5; updated. D3, g1,2 email is: regulatory.responses@icumed.com.

Event description:
Additional information received via email. Device is not available for investigation. Discovered prior to patient use. No patient harm. No medical intervention.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. No product was returned for investigation. The supplier has investigated the retained samples and performed a device history record (DHR) review, no abnormality found. If the reported device sample is returned the complaint will be re-opened for further investigation and device analysis. No further action was taken at this time.

Event description:
It was reported that during a pre-test prior to patient use it was found hat the product was "defective. Discovered prior to patient use. No patient harm. No medical intervention. Out come of the event is on going.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.